Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient reported blood glucose results of ¿8.6, 4.8, and 2.1 mmol/l¿ with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. This complaint is being reported because, the reported results did not meet lifescans accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (08/13/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/27/2014).the patient¿s test strips have been returned on 7/22/2014 and evaluated by lifescan product analysis on 8/15/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 and 5 were observed during control solution tests. In addition, a tertiary issue was noted when the test strips were observed to have a slow fill. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.